Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The viper ti cortical fix 8x45mm polyaxial screw 1867-27-845 was returned as opposed to the reported 1867-31-745 viper ti cortical fix 7x45mm polyaxial screw. The tulip head and screw shank were returned. The flex ball is missing entirely. The saddle remained securely inside the tulip head. The returned tulip head features minimal signs of use beyond some light surface markings. There is little operative damage to the remaining components beyond the minor signs of use to the tulip head. However, the shank and part of the head are covered in tool marks from removal of the screw. A review of the device history record (DHR) could not be performed on the viper ti cortical fix 8x45mm polyaxial screw (product code: 1867-27-845, lot number: unknown) since the lot number was not provided. Although the part was returned, surface markings created from coming into contact with tools used to remove the device have obscured the etching on its surface. Without the lot number, no review of its manufacturing records could be completed. The root cause of the flex ball breaking and the tulip head and screw shank separating cannot be determined from the sample and the information provided. A potential root cause may be excessive force placed on the polyaxial screw during tightening. This may have occurred if high amounts of stress were placed on the screw¿s flex ball, especially at an extreme angle in relation to the adjacent components of the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being filed as a result of the device falling apart. Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary plif surgery was performed on unknown date due to fix l2/3. After the primary surgery, on unknown date, the surgeon recognized that the patient¿s got adjacent intervertebral disease. Thus, the reinforcement surgery to fix l1/2 was performed on (B)(6) 2019. Also, during this surgery, the surgeon planned to implant new l1 screw, and revise l2/3 screws if these were loosened. No further information was provided by the hospital.